Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 30 mg/dl. Customer treated their low bg with a manual dose injection. Customer suspects the changes they made to their settings contributed to the low bg. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.